Event description:
Information received from the field notes that during a routine follow-up, bipolar atrial lead impedance was >1990 ohms. The device had been programmed to vvi for several years, but when the patient visited another clinic, the device was programmed to ddd. The sensing threshold was 2.0 mv and capture was not possible as the patient was in atrial fibrillation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received